Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use - there is not enough safety and effectiveness data to support implantation with patients with preexisting progressive myopia. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7; -15.5/+1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens had tore during implantation/delivery into the eye. Intraoperatively the len was removed with no patient injury. On (B)(6) 2023 a replacement lens of the same length was implanted and the problem was resolved. The cause of the event was reported as the device.